Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow drive was unplugged accidently from the rotaflow console during an internal hospital transport and the pump stopped. The patient was moved from one location to the other. The drive was reattached and the pump was restarted to continue supporting the patient. While the drive cable was disconnected, the patient was supported using the hand-crank. After restating the device was working again and continued to use. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and during the investigation the reported failure could not be reproduced. The rfc was tested and neither abnormalities nor any evidence of any failure or incorrect function were found. No parts has been replaced. The device is back in use. The most probable root cause could be determined by the getinge technician as user error as the rotaflow drive was unplugged accidently from the rotaflow console during an internal hospital transport. Based on the investigation results the reported failure could not be confirmed. Rotaflow console: the review of the non-conformities was performed on (B)(6) 2023 and during the period from (B)(6) 2020 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-11-10. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
He event occurred in the us. It was reported that the rotaflow drive was unplugged accidently from the rotaflow console during an internal hospital transport and the pump stopped. The patient was moved from one location to the other. The drive was reattached and the pump was restarted to continue supporting the patient. While the drive cable was disconnected, the patient was supported using the hand-crank. After restating the device was working again and continued to use. No harm to any person has been reported. Complaint ID: (B)(4).